Manufacturer narrative:
Correction in e2, e4, g2. Additional in d8, d9, h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. A review of the device history record for sn15182410 was performed, which showed the device had a manufacture date of 29mar2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the(B)(4) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Addition/update: d4: UDI#.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on/off. No additional information was provided. There was no patient involvement.